Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had a communication issue between the pump and the mobile device. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.